Event description:
Customer stated the mount broke from implant and affected the internal connection of the implant in the process. No injury as a result of the event. No further information provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
One impl tapered scr-v sbm 4.7mm 4.5mm 8mm, tsvwb8 was returned for investigation with the mount. Visual inspection via naked eye and camera magnification identified fractured mount at the hex connection. Signs of damage were identified at the internal hex of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions noted on the complaint. Bone density type IV. The reported device was located on tooth site 18 (universal) when the event occurred. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1246329). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246329) for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trending was reviewed and there were no negative trends or corrective actions for the reported event. Based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.